Event description:
Spontaneous call from pt's daughter to report ((B)(6) 2019) the cassettes apparently was cracked. Missed all the remodulin with diluent in the cassette. She prepared another cassette for the infusion. Also reported she is currently lost appetite, vomits, dizziness. Swellings in both legs and pain all over the body (start date unk). Did the pt have a backup device they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? Yes. Did we replace the device? No - pt used another cassette. Reported to (B)(6) by pt/caregiver.